Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturing report# 3005099803-2021-04016 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial uncovered proximal release stent was to be implanted in the right middle lobe (rml) to treat a lung stricture and to open a collapsed airway during an airway stent case procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy appeared tight and was not dilated prior to stent placement. During the procedure, the stent was deployed successfully; however, under direct endoscopic visualization, it was observed that the ultraflex tracheobronchial stent (the subject of this report) was dislodged out of its correct location when the delivery system was attempted to be removed. The physician attempted to readjust the stent into the correct position using forceps and a balloon; however, the attempt was unsuccessful. The stent was removed from the patient with forceps and a 10x30 ultraflex tracheobronchial stent (the subject of MFR. Report# 3005099803-2021-04016) was implanted; however, the same problem occurred where the stent was moved out of its correct position due to the removal of the delivery system. Reportedly, the 10x30 ultraflex tracheobronchial stent remains implanted in the main bronchus to leave the airway open and the procedure was completed with this device. The physician is comfortable leaving the stent implanted. There were no patient complications reported as a result of this event.